Event description:
It was reported that the implantable cardioverter defibrillator exhibited missing electrograms. No intervention was performed. No patient consequences.

Manufacturer narrative:
The reported event of missing electrogram was confirmed. Based on the information provided, the electrograms were not retrieved due to the configuration of the interrogation filters. The device is performing per design.